Event description:
It was reported when the device was used during a colectomy procedure it performed as intended. A leak test was performed on the anastomosis and a small leak was detected and was oversewn. Five days post operatively an anastomostic leak was found. A second procedure was performed and the area of leakage was oversewn.